Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was deployed partially out of the skin and was dislodged from the arteriotomy. Therefore, the product wasn¿t available, and manual compression was performed for 20 minutes and recovered. There were no reports of patient injury. The mynx vcd used in a trans femoral cerebral angiography (tfca) procedure. There were no visible signs of device/package damage prior to use. The device storage temperature did not exceed 25°c, and there was no shallow vessel depth. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Also, the mynx vcd was prepped and used according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynx control vascular closure device (vcd) was deployed partially out of the skin and was dislodged from the arteriotomy. Therefore, the product wasn¿t available, and manual compression was performed for 20 minutes and recovered. There were no reports of patient injury. The mynx vcd used in a transfemoral cerebral angiography (tfca) procedure. There were no visible signs of device/package damage prior to use. The device storage temperature did not exceed 25°c, and there was no shallow vessel depth. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Also, the mynx vcd was prepped and used according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the fully depressed position. The stopcock was in the open position, and the syringe was not included with the returned unit. The sealant was not included, but the sealant sleeves appeared normal with no visible abnormalities. The catheter sheath introducer (csi) was not returned. The balloon was received in a deflated state, and the core wire was present. The atraumatic tip showed signs of tearing, and a kink was observed in the core wire within the balloon section of the device. Per functional analysis, a simulated deployment test could not be performed, as the unit was received with button 1 already actuated and the sealant deployed, preventing assessment of the deployment mechanism. Furthermore, the balloon was exposed despite button 2 being fully depressed, and the inflation lumen was compromised. This prevented the application of positive pressure, making it impossible to evaluate the balloon¿s inflation mechanism. An internal inspection of the handle components was conducted. It was found that the core wire was misaligned and not properly seated beneath button 2, as expected. The reported event of ¿sealant-inaccurate placement-partial¿ was not observed through analysis of the returned device due to the nature of the complaint and the sealant was not present with the device. However, an additional condition of ¿balloon-retraction jam¿ was noted to the returned device since the balloon was not retracted with button 2 fully depressed. The exact root cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the sealant dislodging from the arteriotomy during device removal. However, if the balloon was not retracted before device removal, which was noted with the returned device and not reported by the customer, this could dislodge the sealant from the arteriotomy when removing the device from the patient. In regard to the balloon retraction jam condition, it is also difficult to determine what factors may have contributed to the event since there were no issues reported by the customer. However, per review of the product received, this condition appears to be related to the misalignment of the core wire related to the balloon retraction mechanism observed in the internal configuration. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. Per the IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the product analysis, the product engineering team (pet) concluded that the issue with the balloon retraction and mispositioned core wire could be potentially related to the manufacturing process of the unit. Therefore, this event was captured under a risk assessment to address this issue.